Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. Physician pre-dilated with a 2.0 sc balloon then took a 15mm x 3.50mm nc quantum apex balloon catheter. However, the balloon got burst at 11 atmospheres due to calcification. The procedure was completed via alternative method. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. G4: premarket / 510(k) #: k121667, k160823. Device evaluated by MFR. : nc quantum apex mr 15mm x 3.50mm was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a longitudinal tear in the distal section. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex coronary artery. Physician pre-dilated with a 2.0 sc balloon then took a 15mm x 3.50mm nc quantum apex balloon catheter. However, the balloon got burst at 11 atmospheres due to calcification. The procedure was completed via alternative method. There were no patient complications reported.